Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: the date device returned to manufacturer was documented as 5/9/2018 in the initial report and has been updated as 5/8/2018. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that device was cosmetically not acceptable, as there was scratches on the housing. It was noted that the device was taken apart and it was observed that there was a lot of corrosion between the housing and the middle of the device. It was determined that this condition was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 5/8/2018 in the previous report. The date returned to manufacturer was corrected to 5/9/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a surgical procedure of the spine it was observed that the attachment device was heating up to the point where the device could not be held. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.